Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an infusion of a study drug anti-pd-1-antibody had just been started when a leak was noted at the connection of the primary tubing to the patient. Tubing was replaced in pharmacy and restarted without incident. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the connection of the primary tubing to the patient was confirmed. Visual inspection of the leak area showed that the mating connection between the male luer and texium component was not even/level when bonded together. Functional and pressure testing confirmed leaking at the engagement. The root cause of the leak is a manufacturing assembly error.